Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient reported a right knee 2-stage revision due to infection in 2021. Patient is unaware if stryker product was implanted during 2nd stage. Patient noted a broken patella and femur after the 2nd stage revision and will require an additional revision.